Event description:
The dealer states the concentrator will turn on for a short period of time then it will power down on its own. Once it powers off by itself the concentrator will not turn back on right away.